Manufacturer narrative:
Product analysis #703768180:equipment used: video inspection system (m-77148), ruler (m-83360), 0.0260¿ mandrel, camera (panasonic lumix dmc-zs5) the phenom-027 catheter (model: fg15150-0615-1s lot: ju19-043) was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened phenom-27 inner pouch and without a dispenser coil. The phenom-27 was decontaminated. The phenom-027 micro catheter total length was measured to be ~158.3cm, the usable length was measured to be ~151.6cm and the distal single coil length was measured to be ~14.9cm; which is within specification. No flash or voids molded were found within the catheter hub. No damages or anomalies were found with the hub. The phenom-027 micro catheter body was found kinked at ~48.0cm from the proximal end. No damages or irregularities were found with the distal tip or marker band. The catheter was flushed with water and water exited out from the catheter tip with no leaks found and no breaks found anywhere on the catheter. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter. The mandrel passed through the catheter hub and became stuck at the kinked section. No other anomalies were observed. Based on the analysis findings, the customer report of ¿catheter separation/break¿ was not confirmed and the cause could not be confirmed as no breaks were found with the catheter and no leaks were encountered when the catheter was flushed. The catheter was found kinked. Possible causes for catheter kink are possible oversized od, guidewire or delivery system removed aggressively, incompatible guidewire or delivery system, catheter entrapment, or user operational context if user advances or retrieves intraluminal device against resistance. There is no indication that the event is related to a potential manufacturing issue. **review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had a reportable malfunction. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.** medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting clarification that when it was reported that the phenom catheter was broken, it was meant that the catheter was kinked. The catheter had been prepared as indicated by the instructions for use and was replaced after the kink was observed. The information provided was confirmed with the physician. **MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the phenom 27 catheter was broken, and another phenom 27 was used to complete the procedure. No additional information was provided at the time of the report, and the product was not used with the patient.